Manufacturer narrative:
Evaluation summary: neither the devices nor x-rays were provided. The pt's activity level and rehabilitation regimen were not provided. According to the adverse events report submitted by the surgeon, the described event was not related to the device. Based on the provided information, the exact cause of the hip dislocation cannot be determined at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is no suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and that the pt was revised in 2009, due to dislocation.